Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. It was reported that the patient developed a recurrent hernia on an unknown date. The patient underwent a second procedure on an unknown date. The surgeon observed that the mesh had pulled away and herniated into the original defect.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.